Manufacturer narrative:
Information initially received stated "the patient decannulated with a cough." This info does meet the definition of a serious injury, but was inadvertently reported as a malfunction. Additional information was received 11-13-2019 stating "the only consequence was the cannula replacement with a new one." Information inadvertently reported as malfunction on supplemental report as well. This incident is being reported as a serious injury incident.

Manufacturer narrative:
Additional information received indicating that following the patient coughing and decannulating self, the tube was changed out with a new one. There were no reported adverse patient effects.

Event description:
Information was received that the patient decannulated following a cough while a smiths medical endotracheal tube securement device was in use. No adverse effects reported.